Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred while using bd intima ii¿ closed IV catheter system. This occurred once and no patient impact was reported. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2022, the child was admitted to the hospital due to community-acquired pneumonia. Intravenous infusion was given according to the doctor's advice, and the nurse performed the closed vein indwelling needle puncture for the child. During the needle flushing, fluid leakage was found at the needle handle, and the use was immediately stopped, and a new closed vein indwelling needle was replaced. Was the fluid leaking from the septum? Or was the fluid leaking from the body of the y-shaped adapter? Connecting position of extension tube and needle handle.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1308299. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that leakage occurred while using bd intima ii¿ closed IV catheter system. This occurred once and no patient impact was reported. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the child was admitted to the hospital due to community-acquired pneumonia. Intravenous infusion was given according to the doctor's advice, and the nurse performed the closed vein indwelling needle puncture for the child. During the needle flushing, fluid leakage was found at the needle handle, and the use was immediately stopped, and a new closed vein indwelling needle was replaced. Was the fluid leaking from the septum? Or was the fluid leaking from the body of the y-shaped adapter? Connecting position of extension tube and needle handle.